Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed that the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have the potential to exhibit this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. Technical services (ts) discussed that the device was exhibiting premature battery depletion. Ts recommended replacement and data analysis. This s-ICD remains in service and will not be return. No adverse patient effects were reported. Additional information received indicates that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. A new device of the same model was successfully implanted. The s-ICD was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. Technical services (ts) discussed that the device was exhibiting premature battery depletion. Ts recommended replacement and data analysis. This s-ICD remains in service and will not be returned. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. Technical services (ts) discussed that the device was exhibiting premature battery depletion. Ts recommended replacement and data analysis. This s-ICD remains in service and will not be return. No adverse patient effects were reported. Additional information received indicates that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. A new device of the same model was successfully implanted. No additional adverse patient effects were reported.